Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hypertensive and experienced presyncope. Possible intermittent atrial over and under sensing with atrial pacing during arrhythmia atrial were noted. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.